Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was given herself too much insulin, and ended in the hospital due to low blood glucose of 47mg/dl. The mother mentioned that the customer had an infection and incorrect settings. Troubleshooting was performed. The reservoir was showing the same amount of insulin as shown on the status screen. The mother stated that the settings were changed by the doctor. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found no delivery alarm and low reservoir alarm. No further information was provided.